Event description:
The patient reported teeth have small cracks, top teeth are loose, gum pain, and bottom teeth are leaning to the side.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.